Event description:
According to the reporter, during a thoracic procedure, the staples did not form a b-shape, another reload was used to close the wound. After using several loads in a lung resection the patient was closed and a drainage was used, and immediately the reservoir was filled with 1 liter of blood so the patient had to be opened again to look for the leakage, it was found that the leakage was from a vascular stump. The surgical team then applied more clips on the patient and a blood transfusion was performed. After that the patient was sent to the intensive care unit (ICU). During the procedure the user had to use another company's clip appliers. The patient went into cardiac arrest and died at around 2 am.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. Visual inspection noted the photo and video show what appears to be malformed and straight legged staples within the tissue. It was reported that the staples did not form properly and the staple line content leak. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.